Event description:
It was reported that during a lead revision procedure, the patient developed a pneumothorax. The physician performed a thoracotomy, a chest tube was inserted. The patient was monitored overnight and was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.